Event description:
It was reported that the customer experienced a blood glucose (bg) level of 42 mg/dl; cause was unknown. Reportedly, the customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.